Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected restart alarm was noted. The pump was monitored for several days and no constant tone, audio/beep anomaly or blank display anomalies were noted. No damage was found on the lcd isolation tape. The pump had minor scratches on the display window.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received unexpected restart alarm. The customer's mother also reported that the insulin pump had constant tone. The customer's blood glucose was 117 mg/dl at the time of incident. The customer's mother performed self test and the insulin pump passed. The customer's mother stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer's mother stated that the insulin pump was not stored or not in use for an extended period of time. The customer's mother stated that the alarm occurred shortly after inserting a new battery. The insulin pump was returned for analysis.